Event description:
It was reported that the lead exhibited high thresholds and had "pulled back" due to patient activity. The lead was explanted and replaced. No patient complications have been reported as a result of this event.